Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump was explanted on (B)(6)2019. No further complications were reported and/or anticipated.

Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number one. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 1000 mcg/ml at 300 mcg/day via an implantable pump for an unknown indication for use. It was reported that there was a pump motor stall that occurred on (B)(6) 2019. There was a pump alarm and symptoms return. The patient travelled by plane for their vacation and the event occurred two days after their travel. The hcp tried to restart the pump without any result. The tablet showed always the same message: the pump was stopped for 253 hours and 49 minutes. Surgical intervention had not occurred, but was planned and not scheduled yet. The patient status was alive; no injury.